Event description:
It was reported that the patient presented to the emergency department due to chest pain. Device interrogation showed that the patient's right ventricular (rv) lead failed to capture. A computed tomography scan was performed to reveal that the rv lead had caused cardiac perforation. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, and cardiac perforation. The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood and tissue. X-ray inspection found the inner coil was over torqued at the connector region consistent with procedural damage. After cleaning the lead and applying torque directly to the inner coil, the helix was able to extend and retract. The full helix extension length was measured within product specification. All tip stiffness values tested were in specification. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.

Event description:
Additional information received indicated that the patient's right ventricular (rv) lead was also dislodged.